Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed due to possible clotting of the circuit. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was discarded and not available for eval. Exact cause of alarms cannot be determined. No similar problems reported subsequent to this event. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff was notified of the event. Nxstage medical considers this report closed. No add'l info will be provided.